Event description:
It was reported that the left ventricular lead exhibited loss of capture and increased threshold. A chest x-ray was found to be normal. The device was reprogrammed and device remained implanted.